Event description:
It was reported that arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device was discarded at the facility; therefore a failure analysis of the complaint device cannot be completed. Review of the device history record for the reported lot revealed no relevant non-conformances related to the reported event. A query of the complaint-handling database did not reveal a lot product quality deficiency. Based on the review, no product deficiency was identified and a definitive cause for the reported cuff miss could not be determined; however, the reported vessel heavy calcification may have been a contributing factor. The device instructions for use indicate that the safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.